Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the tilt axis assembly and mced. Initially, the calibrations failed as the system was not allowing the fse to log in for programming. There was an error 319 present indicating a problem with the sdch node in the viewer. The fse was going to check all power and communication cables to the viewer and common compute controller (ccc) connection. Technical support was contacted to assist and it was later determined that they needed to write the calibrations manually. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The console mced was returned for failure analysis and the reported errors 462, 319, and 23055 were confirmed, but not able replicated. In the field system logs, errors 462, 319, and 23055 were found confirming that these errors did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was returned along with a console tilt axis assembly for the same errors. The console mced was installed on the dv5 gold system, however during the installation, the technician accidentally broke the j6 connector housing and was unable to do any further testing and analysis. As a result of this damage, failure analysis was not able to do any tests and verify a root cause to the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operating room (or) staff called during case setup to report they were getting an ergonomics error. The technical support engineer (tse) confirmed errors 23055 and 462. Ergonomics errors were present in the logs over the past month with no service calls placed. The tse had the caller perform a hard power cycle with no change. The tse advised the caller to bring in a console from another system and confirmed software levels. The customer informed they would try to bring in the other console. The procedure was aborted to another da vinci console prior to patient involvement.